Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.5. Hardware: iphone18.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site on their arm while wearing the device for an unspecified duration of use. Patient reported the infusion site to have pain, infection and swelling. Symptoms began 12 hours after the pod was applied. The patient was taken to urgent care on (B)(6) 2026 and diagnosed with a bacterial infection. The patient was treated with an unknown antibiotic and the pod was removed. The length of the urgent care visit lasted 30 mins to an hour.